Event description:
Customer reported being hospitalized due to high bg. The cause of hospitalization (as per md) was high bg. Troubleshooting was performed and pump appeared to be functioning properly. Customer was not home at time of call to run high pressure test and will call back.